Event description:
As reported (B)(6) 2015, a patient of unknown age and gender presented for an microwave procedure of the applicator, the treating physician noted the tip of the applicator had fractured off inside of the patient. The treating physician determined not to remove the fractured piece. The device was set aside, and a new of the same device was used to complete the procedure. The patient was reported as stable post procedure. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has not yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Manufacturer narrative:
Returned for evaluation was one pmta accu2i intermediate applicator. A visual examination of the device noted that the shaft of the applicator was bent. The tip of the applicator was firmly attached to the shaft of the applicator. Functional testing could not be performed on the returned applicator due to the condition of the device. The reported complaint description of the "tip fracture" cannot be confirmed as the tip of the applicator was firmly attached on the returned device. However it was noted that the shaft of the applicator was bent. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been operational context; ie probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number states: "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement of removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).